Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 03/28/2016. It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. It was reported that the patient underwent removal and revision of previously placed mid-urethral sling on (B)(6) 2013 due to urethral pain, dyspareunia, recurrent urinary tract infections, and incomplete bladder emptying. It was also reported that the patient underwent harvesting of autologous rectus fascia and placement of autologous rectus fascia pubovaginal sling on (B)(6) 2014. No additional information was provided. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent mesh implantation concurrently with excision of vaginal sebaceous cyst, rectocele repair with enterocele repair due to cystocele and rectocele.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence, rectocele, cystocele, enterocele, abnormal menstrual periods, flank pain, and sexual problems. It was reported that the patient underwent bladder surgery in (B)(6) 2011 to remove scar tissue.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2004 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.